Event description:
It was reported that during service of the mobile power unit (mpu) the unit would not power up or run through a self test. The mpu was returned for repair.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to power on or perform a self-test was not confirmed during evaluation of the returned unit at the european distribution center. The mpu (serial number: (B)(6) was connected to power and powered on without issue. Functional testing was performed, and the unit was found to perform as intended. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Incidental finding: loose rubber around lemo connectors. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 06jun2017. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, describes alarms that may occur from the mobile power unit. Instructions on how to resolve each alarm are also provided. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.